Event description:
Delivery catheter jacket was not being flushed during retraction. A flush was connected and the jacket was retracted. A type I leak was noted at the superior attachment system. It was resolved with several inflations of a 25mm braun balloon.